Event description:
Upon receiving additional information, it was confirmed that the reported issue was related solely to the probe, with no involvement of the fluidics management system (fms).

Manufacturer narrative:
Corrected information provided in b.5., h.2., h.11. Upon further review of new information received for this event, it was confirmed that there was no issue with the fluidics management system (fms). The reported event (mfg report num:1644019-2025-02027) does not meet criteria for reporting as per applicable regulation. Furthermore, the reporter confirmed that issue was solely related to the vitrectomy probe within the surgical procedure pack. All additional reports for the probe will be submitted under mfg report num. 1644019-2025-02026. No further reports will be submitted under mfg report num. 1644019-2025-02027. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the vitrector stopped working suddenly, had different sound from fluidics management system (fms)/vitrector and no cutting during cataract/vitrectomy combination surgery. The procedure was completed after replacement of product. There was no patient impact.